Event description:
It is reported that the pt was revised for a hematoma.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: components were not returned for eval. Pt had a preoperative diagnosis of failed primary tka due to instability. Pt also has history of cardiac problems, lupus, and hypertension. According to the package insert, complications and/or failure of total knee prostheses are more likely to occur in pts with concomitant diseases. Without additional info, the exact cause of this incident cannot be conclusively determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.